Manufacturer narrative:
(B)(4). Batch # unk. Additional information was received: there was a part that the staple was unformed. The amount of the bleeding was very little. There was no change in procedure (e.g., additional port hole, change in reconstruction method, etc.) Due to this event. The adhesive of slr had a possible influence on this issue. The patient is stable after the operation. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the device pushed out the target tissue and the target tissue misaligned at 5th firing. Then bleeding occurred. The bleeding amount is unknown and a blood transfusion was not performed. Additional suture was performed to hemostasis. The device was used on the stomach. Another device was used to complete the case. No further information is available.